Manufacturer narrative:
The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿ pca pump malfunctioned, staff rn unable to restart or reset pump. No harm to patient. A new pump was found, and medication were able to be given without further delay. Device was sequestered by biomed team and problem was unable to be reproduced. There wasn't any physical damage or abnormality with the device, and it will be sent out to bd for further evaluation and investigation. Of note, the device had the most recent software update." It was reported that the pca module was being used to administer sedatives. There was patient involvement but no harm.